Event description:
At conclusion of pci (percutaneous coronary intervention) cath lab procedure when placing terumo angioseal vip closure device, it broke. In removing the groin sheath and advanced a 6f angioseal sheath into the artery over the wire without issue. On removing the dilator, the angioseal sheath fractured into several pieces (2 external to the patient, one under the skin in subcutaneous tissue, others in unknown location presumably intra-arterial. Patient needed right femoral exploration, repair of artery, and removal of closure device -proceeded emergently to the or (operation room) for vascular surgery. During surgery it was confirmed the device had broken off once it was already intra-arterial. Three pieces of the device were removed with the aid of fogarty balloon catheter. Those 3 were compared to an intact closure device and confirmed all pieces had been removed. Patient had lengthy recovery, in part due to comorbidities. Devices removed from inventory, no further use. Learned when exposed to light it becomes brittle. It was reported that manufacturer has created new devices with heat/light protective coating to prevent this concern. All old devices pulled and replaced with newer type.